Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 7 of 8. The technical service representative (tsr) had the home patient (hp) cycle power on the hc machine, disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear the alarm and advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report.